Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down row button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart (a21). The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer got unexpected restart (a21) when he was programming a bolus for 50 carbohydrates and the carbohydrate jumped to 300. Then he just took off the battery and got the unexpected restart (a21) alarm. Customer reported that the buttons are hard to use. Customer reported that he received another unexpected restart (a21) alarm after inserting a new battery. Troubleshoot determine that the pump should be replaced. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.